Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath, introducer dilator, and stepped dilator were returned separate from the catheter. A kink was observed on the catheter tubing approximately 71.4cm from the iab tip. The 0.025¿ guidewire was returned inside the inner lumen of the catheter. A 0.035¿ guidewire, angiographic needle, and extender tubing were also returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The sheath was measured and found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported difficulty to insert the iab through the sheath could not be confirmed by the evaluation. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that there was strong resistance on the distal side of the sheath when inserting the intra-aortic balloon (iab). The iab could not be inserted through the sheath. It was noted that another manufacturer's sheath was being used. Another manufacturer's iab was then inserted through the sheath without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: cardiologist. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.